Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog number 9393608 and 510k# k094025 is approved for sale in us. Product analysis: visually confirmed a portion of the implant inserter interface nose returned for analysis. Microscopic examination of the fracture identified a fairly flat fracture with rays emanating away from the area of crack origination, indicating the direction of crack propagation. The fracture is located at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, the implant broke. The product came in contact with the patient. Whether fragments of the product remained inside the patient or not was unknown. Patient complications were reported unknown.